Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of errors were confirmed. The service technician observed internal buffer full, causing error. Reformatted the internal buffer and corrected the issue. Software update completed. Advised customer to periodically transfer image from the internal buffer to prevent buffer getting full. The cause could be attributed to unintended use error. No further information was reported.

Event description:
The customer reported to olympus during a colonoscopy procedure, the device was receiving errors and they were unable to take pictures. The intended procedure was completed with the same equipment. There was no patient injury reported.

Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.